Manufacturer narrative:
E.4 added yes to reflect that the initial reporter also sent report to the food and drug adminstration h.9 med watch report was added. Regulatory attachments - med watch report was added.

Event description:
The complainant reported that upon starting support, an "impella stopped, motor current high" alarm appeared. Multiple attempts to start the pump at p-2 were made with only one successful result with motor current in the 900's. Support was discontinued and the pump was replaced. The patient remained stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.